Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 500 mg/dl with unspecified ketones, excess urination, symptoms of dehydration, shortness of breath, and difficulty walking up. Patient was treated in the emergency room, with IV fluids and insulin injections. During troubleshooting, customer support found that the pump date is incorrectly set, and that the basal delivery totals in tdd do not match the active basal program total. Cs found no known cause for variation. This complaint is being reported as the patient experienced hyperglycemia and the discrepancy in basal totals was not resolved.